Manufacturer narrative:
Section b2: correction. Section d4, h4, h6: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (renal dysfunction and right heart failure) could not conclusively be determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 23:10:28 to (B)(6) 2020 at 08:33:43, per the timestamp. No notable vad-related alarms were recorded and the vad appeared been operating as intended. The account communicated that the patient was admitted on (B)(6) 2020 for worsening renal function. A right heart catheterization was performed and revealed right heart failure. The patient was started on dobutamine and was discharged home in stable condition on (B)(6) 2020. The patient was later seen in the clinic on (B)(6) 2020 with multiple low voltage advisory alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists renal dysfunction and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted for acute kidney injury (aki) on (B)(6) 2020 , right heart catheterization(rhc) that showed right sided heart failure (hf). Dobutamine was started and patient continues at home. Patient was discharged stable to home on (B)(6) 2020 and did not observe any further low flow alarms. The patient presented with multiple low voltage advisory alarms in clinic visit on (B)(6) 2020. Log file analysis captured low voltage advisory events all throughout the log file. The patient had the original system controller software of (B)(6) which will cause a low voltage event when the power cable is disconnected for several seconds. All of these occurred during power source changes. It was recommended by tech services to upgrade system controller software to (B)(6).